Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metaglene guide pin got stuck in the metaglene positioning plate. It snapped off in the plate. The staff were unable to remove the broken sharpe end from the plate. Its gone off to their ssd dept and if they cant remove it be careful as it will come back like that to us! The 2nd metaglene guide pin got stuck in the stop drill and its still in there as well so be careful when it comes back. The stop drill was also reported as being blunt. The surgeon was able to continue with the case and thankfully was happy with the end result of the surgery.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (patient).

Event description:
Lot number unknown but was sent back to jnj loans department with the request to pull the set from loans team due to this. Im sure the loans team can now provide you with this lot number. Surgical delay was approx. 5 min.